Event description:
Report received from the USA stating that the device had an issue with securing the cutter. It is known that the device was not being used during surgery. It is known no injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).